Event description:
It was reported that the bd micro fine¿ + pen needle was clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "this report is about needle clog. During priming, one product needle was clog."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2299330 d4: medical device expiration date: 31-oct-2027 h4: device manufacture date: 26-oct-2022. D10: device available for eval yes, d10: returned to manufacturer on: 18-aug-2023. H6: investigation summary one open 32g x4mm pen needle sample and three photos were returned from lot no. 2299330, cat. No. 320136. A clog test was carried out on the sample and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As sample returned was open it is not possible to determine root cause.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle was clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "this report is about needle clog. During priming, one product needle was clog."